Event description:
It was reported that the patient underwent a posterior minimally invasive spinal surgical procedure. It was reported that during rod insertion the rod came off of the rod inserter. The surgeon was able to retrieve the rod through the same path. It was noticed after the case that the lever that holds the rod had popped up allowing the rod to release. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.